Manufacturer narrative:
Findings: unit passed the displacement test. Unit was unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. Unit had minor scratched display window, cracked case at display window corner, broken belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer was advised to deliver 5 units via fill cannula. The customer stated again there was motor error. The customer received 4 motor errors in the last 30 days. The customer was asked verbally and in written form to return the broken pump for analysis.